Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 96mm fusiform abdominal aortic aneurysm. It was reported that the patient expired due to unknown cause. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced pneumonia that required in patient hospitalization. The patient was treated with medication but eventually expired. The investigator indicated that the event was not related to the study device and not related to the study procedure. No additional sequelae were reported.